Event description:
The customer reported an incident where approximately 10 minutes after the start of a new treatment, the nurse suddenly saw the syringe was nearly empty, +/- 5cc remained. The patient received a bolus dose of 7500 units of heparin. Note that this incident occurred immediately after the incident described in complaint number 2006/21198_MDR 9616026-2006-00295. There was no blood loss reported. Reported machine runtime was 2000 (h).

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received the downloaded machine technical data files and has requested additional information relating to this incident and the patient. An investigation is ongoing. A final report will be submitted on completion of the investigation.